Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 638rl28 heart ring, implanted (B)(6) 2016.